Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, station had blue screen and was offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drive was corrupted, and the system was unable to boot. A field service engineer reimaged the drive, completed the setup, and performed a data synchronization. All components were tested using the hardware testing application (hta) and the main application, and everything passed successfully. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station was offline and stuck on blue screen. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.